Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. The field service engineer (fse) replaced solenoid valves and replaced loose syringe seals. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na) and potassium (k) results for 2 patient samples on a cobas pro ise analytical unit. The initial results were inconsistent with the patients' previous results which prompted the customer to repeat the sample. Sample 1 had an initial na result of 126 mmol/l and an initial k result of 4.0 mmol/l. The repeat na result was 134 mmol/l and the repeat k result was 4.5 mmol/l. Sample 2 had an initial na result of 128 mmol/l. The repeat na result was 135 mmol/l.

Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues. Correct pre-analytic sample handling is within the customer's responsibility. No product problem was identified.